Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support (cts) was able to perform a log review to confirm the allegation; however, customer maintained that the pump initiated the fill tubing sequence without user interaction. The customer's blood glucose (bg) level ranged from high 58-153 mg/dl. Cts confirmed the customer was aware to not be connected to the pump during the fill tubing process. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.